Event description:
It was reported that when using the bd pyxis¿ medflex 2000, the screen became frozen during cycle count, preventing the user from proceeding to input quantity. Remote access confirmed the frozen screen; the application was restarted, after which the user was able to log in and complete the task without further issues. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was unresponsive. A technical support specialist (tss) remoted into the system and found the screen was unresponsive. The application was restarted, and once it was back online, the user was able to log in and complete tasks without any issues. The system functioned as intended after the technical support specialist troubleshot the device.